Event description:
It was reported that the patient presented for remote follow-up via merlin.net with post-paced t-wave oversensing exhibited by the implantable cardioverter defibrillator. Programming adjustments were discussed; however, no interventions were reported.

Manufacturer narrative:
Further information was requested but not received.